Event description:
The manufacturer received information alleging a ventilator inoperative alarm on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. There was no harm or injury reported.. The trilogy evo ventilator was returned to the third-party service center for evaluation of an alleged ventilator inoperative condition. Review of the device error log revealed multiple ventilator inoperative events had occurred. Ventilator inoperable alarm error code e-262 was noted and indicates the version of the electronically erasable programable read-only memory (eeprom) was corrupt on the system/central processing unit. The device's system printed circuit board assembly was replaced to address this issue. Critical alarm code e-133 noted in the device error log which indicates an active exhalation control module (aecm) valve is stuck closed. The aecm proportional valve was replaced to address this issue. A ventilator service required alarm e-305 was noted in the device error log indicating the display touchscreen was unresponsive (failed). The display and the display printed circuit board assembly were replaced to address this issue. Unrelated to the reportable malfunction/issue, the blower assembly was replaced due to a non-critical motor error.. The device passed final testing and was confirmed to operate properly.